Event description:
It was reported that the patient spo2 in low 80's and not recovering. Bedside nurse increased oxygen, but spo2 still borderline. Writer to bedside and spo2 probe changed. O2 tubing noted to be 75% collapsed with poor airflow to high flow nasal cannula. Tubing changed and secured to prevent collapse, but even with new package, tubing prone to collapsing. After this adjustment, able to wean support. The main issue is that tubing is installed and secured but seems to slowly compress itself with the pull of gravity. There are no alarms to alert anyone to this, so it can be a silent hazard that happens and can easily go unnoticed".

Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as off 29 may 2026 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury.